Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was 15mm in length with mild to moderate angulation. It was reported that the physician inadvertently implanted the stent graft approx 6 to 7 mm lower then intended. There were no endoleaks. The physician elected to implant a talent aortic cuff and the inaccurate delivery was resolved. No add'l clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results, conclusions: (inadvertently delivered the stent graft inaccurately).